Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue arose from several factors. The scope in question and its light guide connector did not show any defects, therefore, they can be assessed as standard. It could be that the light guide adapter was loose, which can be screwed on or off depending on usage. Could be that the combination article used was responsible for the customer¿s concern also an incorrect handling by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was found during reprocessing for an unspecified therapeutic procedure and was finished with no delay.

Manufacturer narrative:
E1. Full establishment name: (B)(6) medical center. The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 70°, 4 mm exhibited a detached light guide adapter. There were no reports of patient harm.